Event description:
On 01-may-2025, calyxo was made aware of a patient who had a successfully completed steerable ureteroscopic renal evacuation (sure) procedure using the cvac device that day. During the procedure, the cvac device was set up for use and fluid was observed to be flooding the handle and suction was impaired. The device was replaced, and the cvac procedure was completed. No patient adverse events were reported. Investigation of the returned device on 02-jun-2025 revealed damage to the outflow tubing.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Analysis of the returned device revealed the outflow tubing was twisted within the handle assembly resulting in reduced outflow. The twisted tubing occurred in the section of tubing that connects the stone collector into the vacuum source. The lot history review (lhr) for lot# p02521 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to monitor these types of device issues through our quality system.